Event description:
A healthcare facility in the UK reported via a fisher & paykel healthcare (f&p) field representative that a rd900 neopuff infant resuscitator valve was faulty and that there was pressure fluctuation. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) in new zealand where the device was visually inspected and performance checked. Results: visual inspection of the subject neopuff did not reveal any physical damage. The complaint manometer and valve system were performance tested and passed the tests specified in the neopuff technical manual. The valve was further checked and a pressure fluctuation was observed. Conclusion: we are unable to determine what may have caused the reported event. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a rd900 neopuff infant resuscitator valve was faulty and that there was pressure fluctuation. There was no patient involvement.